Manufacturer narrative:
(B)(4). Should any additional information be received by the customer then an additional report will be submitted. (B)(4). The suspect component was adjusted and repaired by a carefusion fse (field service engineer). The fse realigned the power knob. A circuit calibration and a performance checkout was performed and passed per company specifications.

Event description:
The customer reported that the power knob on this 3100a high frequency ventilator was misaligned. It is unknown at this time whether there was patient involvement associated with this reported event.